Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they were hospitalized due to high blood glucose level with a blood glucose level of 418 mg/dl. The customer¿s blood glucose level was 268 mg/dl. The customer reported that they were getting insulin in the hospital. The customer did not mention any symptom related to high blood glucose level. The insulin pump will not be returned for analysis.